Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial driveline damage observed to the distal portion of the returned driveline. The evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured within the submitted log files. The system controller log file captured data from (B)(6) 2021 19:45:47 through (B)(6) 2021 12:05:35, per the timestamps. The log file captured low speed and pump stop events on (B)(6) 2021 while the patient was connected to battery power. During the events motor stopped, low flow hazard, low speed advisory, low speed hazard, and low speed operation alarms were triggered. Based on previous complaint experience, the type of behavior captured within the submitted log file is indicative of a potential driveline issue, resulting from a phase to phase short. Excluding these events, the pump operated above the low speed limit. (B)(6) was returned assembled with the driveline severed approximately 3.0¿¿ from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 10¿ and 25.5¿, respectively. Evidence of a previous distal-end driveline replacement was observed on the 25.5¿ driveline segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Upon disassembly of (B)(6), visual examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 19.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events. The returned portion of the driveline was then submerged in a saline bath for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 3¿ pump-end driveline segment revealed breaches in the insulation of the yellow, brown, and green wires approximately 0.25¿¿ from the pump housing. Further examination of this driveline segment revealed breaches in the insulation of the yellow and orange wires approximately 2¿ through 2.5¿¿ from the pump housing. Additional breaches were observed in the insulation of the yellow, orange, red, and brown wires approximately 4.5¿¿ from the proximal end of the 10¿¿ driveline segment. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors that would have contributed to the reported events. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of compromised wire insulation that would have contributed to the reported events. Superficial driveline damage observed to the distal portion of the returned driveline was additionally observed. If the exposed conductors of the yellow, brown, green, orange, or red wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground could have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2014. The hmii lvas IFU rev. H is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The hmii patient handbook, rev. G is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's percutaneous lead was received for evaluation on 12oct2021. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6)2021 that the patient had been using an ungrounded patient cable since (B)(6) 2017 and that vad interrogation showed a pump stop on (B)(6) 2021. The patient stated that they were on battery power when they heard the alarm. A "no power" message appeared on the patient's system controller screen. Upon further interrogation, pump stops and low speed events were found in the log files while the patient was on battery power. The patient was admitted on (B)(6) 2021, and it was reported that the patient stated that they were lightheaded/dizzy during the event. The patient had not gained or lost a significant amount of weight. The patient had two areas covered with tape and recently had a clam shell repair (2916596-2021-04680). Driveline x-rays showed damaged shielding in the patient. It was further reported on (B)(6) 2021 that the patient was pending external driveline repair/replacement as of that day. The patient remained hospitalized and supported on an ungrounded patient cable. The patient had no further pump stops since admission on (B)(6) 2021. The repair was completed on (B)(6) 2021. The patient did not experience any adverse health impact due to the driveline repair. On (B)(6) 2021, it was reported that the patient had undergone pump exchange on that day.